Event description:
It was reported by the customer that the pyxis medstation system encountered persistent issues with drawer 4. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 failed due to the faulty latch sensor and insep. A field service engineer replaced the latch sensor and insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.